Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 27mm sjm masters series valsalva aortic valved graft was implanted. On (B)(6) 2021, the patient was experiencing post operative anemia and the patient was transfused with red blood cells. The patient is reported to be in stable condition. (B)(4).

Manufacturer narrative:
An event of post operative anemia was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.